Manufacturer narrative:
(B) (4). The ge service rep replaced the x-ray curve and hard drive and repaired the equipment. The system operates as intended.

Event description:
The customer reported that the system had a x-ray generator failure. Also the ipc was not active and there were artifacts in the fluoroscopy. No pt injury was reported.